Manufacturer narrative:
Initial report was sent stating product return investigation was pending. However, product was not received for investigation, hence, this complaint will be closed. If product is received for investigation or additional information is received, complaint will be reopened and a supplemental will be sent. (B)(4). Device not returned.

Manufacturer narrative:
System was used for treatment. Kit lot c358 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since (B)(6) 2013 was performed. No trends or nonconformance related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break. However, a corrective and preventive action has been initiated for drive tube leak/breaks. Service order (B)(4) completed: service engineer cleaned blood spill, replaced. Gas shocks, leak strip, o ring and bearing clips. This assessment is based on the information available at the time of the investigation. Investigation still in progress as the product has not yet been received for analysis at the time of this report. A supplemental report will be filed when the investigation is complete. Meddra codes: lt-device malfunction-(B)(4). Kit unique device identifier:(B)(4). Device not received yet.

Event description:
Customer called to report a drive tube break during the purge air phase. Customer heard a loud noise which she attributed to the drive tube hitting the centrifuge well. Treatment was terminated. Service was dispatched per customer's request (service order #(B)(4)) the customer will return the kit for investigation.